Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that fibrous foreign materials were found inside of the viscoelastic solution while injecting it into the patient's eye during surgery. All foreign materials were removed from the patient's eye during the surgery with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Since no lot number information is available, no lot specific investigation can be performed. The actual complaint device was not received by manufacturing rather, one container of solution was received. The container's liquid was filtered at our lab and the fiber could not be observed. Having contact with cannula supplier regarding a similar complaint, a potential root cause of the fiber could be suggested to originate from a gate vestige of the hub molding process. Material testing would be able to confirm this however, since no further information or samples are available we are not able to make any final conclusions to the actual root cause of the reported foreign material. However, based on the production knowledge, the aspect could be a result of an isolated event. Further follow up by the cannula supplier will be documented in a separate investigation record. Further investigation by the cannula supplier indicated that no sample has been received by the supplier manufacturing site for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. (B)(4).